Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor and filter were replaced to resolve the issue.

Event description:
The hospital reported an over delivery of pressure in the patient circuit. There was no report of patient injury.